Event description:
It was reported to boston scientific corporation that a gold probe was used during a procedure.according to the complainant, during the procedure, the gold probe failed to delivery energy or cauterize. The procedure was completed using another gold probe and a replacement generator.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a gold probe was used during a procedure.according to the complainant, during the procedure, the gold probe failed to delivery energy or cauterize. The procedure was completed using another gold probe and a replacement generator.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):a visual examination of the returned device found no visible issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. The condition of the returned incident device showed no evidence of either the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date.(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.